Manufacturer narrative:
There is another MDR using OEM manufacture: the manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter address:(B)(6). The samples were received by bd for evaluation. A quality engineer was able to review the returned samples of the emerald 2ml 24g syringes from lot # 1211421 product # 307749 with the reported complaint of marking missing. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for marking missing and no marking missing was found in the ten retention samples. Since two samples were shared by the customer, the complaint was investigated further on the received samples. The probable root cause of this defect is when the machine is running on auto mode, sometime due to vibration the printing drum gets disabled due to which some of the components are passed to the next phase of the process without prints. Action taken: to avoid these defects from getting generated the machine has been updated to plc programming the machine now eliminates the option of the printing drum getting disabled hence, no printing defects will be generated on machine. Complaints received for this device and reported condition will continue to be tracked and trended. If additional samples are received in the future the complaint will be reopened for further investigation. The DHR of material no. 307749 with batch no. 1211421 was checked and there was no quality notification found on this lot no.

Event description:
It was reported that while using bd emerald¿ syringe it was shown that 200 barrels did not have print of scale markings on it. The following information was provided by the initial reporter: pharmacy incharge has shown me bd emerlad 2ml 24g syringe which doesn't have print of scale marking on barrel.